Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient was diagnosed with cataracts and hyperopia. On (B)(6) 2015, she underwent lens implant in the right eye (od) with a +23.5 zlboo. Due to poor visualization preoperatively, an epi retinal membrane was not detected, and her near visual acuity was suboptimal. Her left macula was deemed to be normal by a vitreoretinal specialist, who recommended surgery on her left eye (os) prior to treatment of the right eye. On (B)(6) 2015, she underwent lens implant in her left eye (os) with another +23.5 zlboo. She developed bilateral cystoid macular edema for which she underwent triesence injections (date of treatment not provided). She received a second opinion from another surgeon regarding management of her suboptimal reading vision, and underwent bilateral iol exchanges performed by this other surgeon within the past few months. Date of explant(s) not provided. No patient injury post-op was reported. No further information was provided. Patient had bilateral lens implants and explants. Therefore, 2 MDR's will be filed. This MDR represents the lens implanted in the patient's right eye.